Event description:
Customer reported via phone, the insulin pump alarmed button error while he was attempting to set up a temporary basal. The numbers kept scrolling and he was unable to clear it. Customer's blood glucose was 270 mg/dl. Customer does not recall any significant events which may have led to the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked reservoir tube.